Manufacturer narrative:
Intuitive received the part associated with this complaint and failure analysis did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Electrical continuity and energy delivery tests were performed and passed. The instrument was fully functional. Additional finding not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley exhibited localized melting damage at the base of one of the grip tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the cautery function of the fenestrated bipolar forceps was not working. After checking all connections, and two different bipolar cords, the customer changed to a different bipolar instrument and the new one worked. The procedure was completed with no reported injury.